Event description:
Pt started using contact lens solution long time ago. For the past 5 or 6 months ago, her eyes became red, painful, swollen, sensitive to light and also tearing. Pt went from eye doctor to different eye doctors, but the problem kept coming back.